Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of not hearing well with the ap 404 audio processor. The surgeon will conduct a surgery on the contralateral side and will conduct device testing on the device related to this complaint at that time. No date for the surgery on the contralateral side has been scheduled.

Event description:
The user complained of not hearing well with the ap 404 audio processor. The user was re-implanted with a bci 602 on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigations on the received parts did not reveal any device defect which is expected to have been present whilst implanted. The device is working within specification. Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. According to the explantation report there was a displacement of the floating mass transducer but due to the limited information the displacement could not be classified. In addition it was stated that the device or a malfunction of it caused or contributed to the explantation but the device was received incomplete therefore no malfunction can be detected; the received parts are functional. This is a final report.

Manufacturer narrative:
According to the information received from the field the recipient has poor hearing perception when using the device. Further device testing and re-implantation with a bone conduction implant is planned. However despite requested no further information has been received and therefore no root cause for the reported problem can be determined. This is a final report.

Event description:
The user complained of not hearing well with the ap 404 audio processor. The revision scheduled for (B)(6) 2019 was postponed. The new plan is to re-implant with a bone conduction implant but no date has been provided.